Event description:
Country of complaint: united states. Complaint states: during biopsy suture broke away from needle. No patient injury. No surgery delay. Surgery was closed with another vendors sutures.

Manufacturer narrative:
USA reporting agent notified (B)(4)2014. Manufacturing site evaluation is on going.